Event description:
The customer experienced intermittent problems with quality control recovery and questionable sodium patient results. Repeat testing was performed due to variation in the quality control results and corrected reports were sent for results reported outside the laboratory. The customer provided sodium results for 12 patients, the results for one patient were discrepant. The initial result was 137 meq/l and was reported outside the laboratory. The sample was repeated on another cobas c501 analyzer and recovered 155 meq/l. The customer was not aware of any adverse affects due to the discrepant sodium results. The sodium electrode lot number in use at the time of the event was f93. The customer resolved the issue by replacing the sodium electrode (with lot number g58).